Manufacturer narrative:
Additional information: b5, g3, h6

Event description:
Additional information was provided on 08/07/2024 where it was stated the device broke when the surgeon went to impact the anchor, as it was a tissue anchor there was no fragment left in the patient. Before placing the anchor, the doctor always prepares the labrum using a shaver blade and a decolletizer. The patient was young and a player, so the bone quality was probably excellent."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/02/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1938bc suture anchor broke. This occurred during a procedure at the time of fixation.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.